Event description:
It was reported that a patient experienced bilateral myoclonic movements worrisome of seizure activity, shortly after procedure. Interventions included prolonged hospitalization ((B)(6) 2021) as well as medication and anticonvulsants. The event was indicated as resolved on (B)(6) 2021.